Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the non-tortuous and non-calcified right common femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure. Reportedly, no sutures were observed at the anterior needle when the plunger was pulled back. Hemostasis was achieved using a second proglide. There was no reported clinically significant delay in the procedure and no patient effect caused by the device. The physician is reported to be trained in the use of the proglide device. No additional information was provided.